Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the transfer set and adapter, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The patient¿s transfer set connection to the adapter was found to be loose and had disconnected. The patient¿s bed was found drenched with solution after a disconnection occurred between the transfer set and the adapter. The transfer set was changed, but the adapter was still in use with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.